Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was replace the batteries but few times the screen went blank. Customer stated that the cap threads were deteriorated to the point it would not stay in place. Customer also reported that when priming the insulin pump went blank. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.